Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the cardiac resynchronization therapy defibrillator exhibited far field p-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were discussed.